Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient the device was supposed to help stop with frequent urination at night. Despite changing the current, it never helped. The patient removed the batteries, after that, she also has had cancer twice and oncologist wants devices to be removed. She needed recent MRI and can't have the required testing. Oncologist wants the device removed. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient never experienced the therapeutic effect. The patient stated at the time of her lumpectomy, she saw her oncologist who wants her to have the device removed. The patient hasn't turned on her device for a couple years because she didn't think it did any good anyway. It was noted that her oncologist wanted it out because he can't do MRI's if need be. The patient wanted her surgeon to removed the device but was told she has to go back to the surgeon who implanted it to remove it and the implant surgeon was no longer there. The patient is looking for help locating a physician to remove her implant. It noted that the patient has an appointment in (B)(6) with her obgyn and can't let it go until then, but she needs to get moving on this. The patient forgets she has a device until she goes to the doctor or airport, and there it is. She reiterated her oncologist just wants it out. A physician listing was sent to the patient. Additional information from the patient on (B)(6) reported her device was turned off 2 years ago because it never did what it was supposed to do. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the issue had not been resolved. Patient reported they have not had the explant but are waiting for the appointment to be made. No further complications reported/anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was to inquire about which physician could explant the device. Patient stated they had not used their stimulator for years because it never worked for them. Patient stated the device was "annoying" and that lack of symptom management caused them to get up to go to the bathroom a lot at night. Patient said that ins was also preventing them from getting full-body mris. Patient said they had a traumatic experience when they had to get a myelogram since they couldn't get an MRI of their back and a rapid response team was called. Patient said their managing hcp has since left and they did not know who to go to for explant procedure. Agent suggested patient establish care with new managing hcp to coordinate device removal. Agent emailed patient local physician listings.